Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported the smell from s40 sterilant used in the system 1e is bothering an employee.

Manufacturer narrative:
The facility employee who reported the event contacted steris regarding her reaction to the odor of s40 sterilant. A steris representative contacted the employee on (B)(4) 2014 to discuss her concerns. The employee stated she sought medical treatment but that her physician told her that she is fine. Steris offered to provide her with the msds, operator instructions, and instruction for use for s40 sterilant, but the employee declined because she already had the documentation. Steris offered its ongoing support and availability to the employee as needed. During steris's discussion with the employee, she confirmed that she has been working in the area in which the system 1e is located for a year but is not an operator of the system 1e and does not handle s40 sterilant. Following the reported event, a new ventilation system was installed over the system 1e unit. Steris is responsible for maintaining the system 1e unit pursuant to a service contract with the facility. A review of service records reveals no issues have been reported with the unit since the incident.